Event description:
It was reported that (1) tsb35 was used during an unknown procedure. It was reported by the rep that the tsb35 misfire. Opened another device to finish the case. There was no consequence to pt. 02/2001 add'l info received: the rep stated that the only other info available was that the device did fire, but the staples did not deliver.